Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) advised the customer to check the drape and reinstall it, and also suggested a hard power cycle on the psc (patient side cart) and the ssc (surgeon side console). The same issue did not reoccur when the customer checked the system after the procedure and in preparation for subsequent procedures. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representative (csr) informed the technical support engineer (tse) that universal surgical manipulator (usm) 1 moved down on its own after matching grip. The customer reinstalled the instrument on usm1, but the issue was not resolved. The tse advised the customer to reinstall the drape and hard power cycle the patient side cart (psc) and surgeon side console (ssc) to resolve the issue. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially powered on without errors. There was no patient injury. The same issue did not reoccur when the customer checked the system after the procedure and for subsequent procedures.